Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652, implantable pacing lead, 2011 (B)(6); 1258t, competitor implantable pacing lead, 2011 (B)(6). (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
An event was reported under the (B)(6) clinical study and classified as inappropriate device detection and inappropriate treatment. It was also noted that the atrial lead had far field r-wave (ffrw) oversensing and the ventricular lead had t-wave oversensing (twos). The device and leads remain in use. No patient complications have been reported as a result of this event.